Event description:
It was reported that a delivery system kink occurred. The patient was selected for a 27mm lotus edge valve implant due to aortic stenosis. The patient anatomy was noted to be large with mild tortuosity. During insertion of the 27mm lotus edge valve delivery system through a 15f isleeve introducer sheath, both the 15fisleeve introducer sheath and 27mm lotus edge valve delivery system kinked. The 15f isleeve introducer sheath and 27mm lotus edge valve delivery system were removed. A lotus introducer was placed and a new valve was implanted. There were no patient consequences. The patient is safe and well.